Manufacturer narrative:
This report is filed on may 30, 2017.

Manufacturer narrative:
This report is submitted on may 10, 2017.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to poor performance with device use.